Event description:
Twelve days after the index procedure, pt complained of chest pain. Coronary angiography revealed a thrombus in the implanted cypher stents. Thrombus was treated with a balloon angioplasty. Pt is in stable condition. Physician noted that the thrombus may have been caused by the procedure being completed despite the fact that slow flow was observed.